Manufacturer narrative:
The pump remains in use supporting the patient; however the replaced portion of the driveline and the exchanged system controller were returned for evaluation. The evaluation of the returned section of the driveline confirmed an issue that could have contributed to the reported pump stoppages. The report of pump stoppages, low speed events and yellow wrench alarm was confirmed based on the evaluation of the submitted and retrieved system controller log files. The log files captured multiple pump stoppages, low-speed advisory/hazard alarms, and low flow hazard alarms on (B)(6) 2017 in addition to a driveline fault alarm. A driveline disconnect flag was active for a single event on (B)(6) 2017 at 12:46 pm along with a pump stoppage, low-speed events were captured in the final two log file entries. The lack of expected data at the end of the log file suggests that the system controller transitioned to backup mode sometime after the last event captured on (B)(6) 2017 at 12:46 pm. Backup mode is associated with a yellow wrench alarm, a loss of system monitor communication, and illumination of only one of the two green pump running led's. Approximately 16¿ of the external portion/distal end of the driveline was returned. Electrical continuity testing of the returned portion of the driveline found continuity issues with the red and brown wires. The shielding and bionate were removed and examination of the underlying wires revealed a kink in the driveline approximately 5 inches from the metal/controller connector. Further examination of the wires in this area revealed that the insulation of the brown and red wires had elongated, and the inner conductors within the insulation, had fractured. Also noted were breaches in the insulation of the red and brown wires where portions of the underlying conductors of the wires were exposed. The brown and red wires completed fractured upon the use of a small amount of axial force. The insulation breaches and fracture of the inner conductors of the wires appeared to be the result of mechanical damage, consistent with the report that the patient caught their driveline on a nail and the driveline became bent. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the brown and red wires, to their redundant motor phase wires, the fractured inner conductors would have resulted in the driveline fault alarms. The damage to the wires would have affected two of the three wire phases and would have interrupted function as a result of a phase to phase short if the exposed conductors from the brown and red wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. They also had the capability to interrupt function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. It was reported that on (B)(6) 2017, while performing phase interrupter tests, technical services observed a pump stop and described the system controller transitioning to backup mode when the black wire was opened. Opening this wire in conjunction with the brown wire being damaged would result in a loss in both of the two redundant phase two wires which would affect the system controller's ability to operate the pump. This also may have triggered the system controller's transition to backup mode. The returned system controller was functionally tested and found to operate as intended during analysis. A root cause for reported events was unable to be conclusively determined from the analysis of the system controller; however, the data in the log file, and the analysis of the returned system controller suggest that they are related to a damaged driveline. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of device - 60 days. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The system controller that was exchanged on (B)(6) 2017 was received for analysis on 1/13/2017; the evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was walking fast, the driveline got caught on a nail causing the consolidated bag to pull off the patient¿s shoulder. The patient reported a yellow wrench alarm occurred along with a feeling of palpitations for a few minutes. The driveline was ¿bent a little¿ right after and the patient manually ¿straightened it.¿ upon presenting to the hospital, no evidence of external damage of the driveline was observed. Interrogation of the system controller history revealed multiple low speed advisory and pump stoppage events. It was reported that the patient was stable. The log file reviewed by the manufacturer¿s technical services representative confirmed the pump stoppage events. The submitted x-rays images were unremarkable. On (B)(6) 2017, a driveline evaluation was performed by the technical services representative. A wire phase interrupter test was performed during evaluation of the lead prior to repair, and revealed an open black wire in the driveline. The system controller displayed a yellow wrench alarm with a half lit pump running symbol, and there was no transmission of pump telemetry data from the system controller to the system monitor. The system controller also displayed a red heart, and a momentary pump stoppage event occurred. The vad coordinator exchanged the system controller, and a subsequent wire phase interrupter test revealed the brown and red wires were compromised. A distal end percutaneous lead (driveline) replacement was performed approximately two inches from the driveline exit site. All tests passed after the replacement was completed, and no additional alarms were observed. No additional information was provided.